Manufacturer narrative:
(B)(4) - operational context caused or contributed to event, was added.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Lens was partially delivered into the eye and not fully implanted. A pcb00 device was returned to the manufacturing site for evaluation and visually inspected under 10x magnification. Scarce ophthalmic viscoelastic (ovd) residues were observed inside the cartridge. The plunger was observed completely loaded. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). No lens was returned with the device. The issue reported was not verified by the inspection. A manufacturing record review was performed. The manufacturing process record (po) was evaluated and the lenses were manufactured within specifications. The units were released according to specification. No non-conformance report was found to contribute to the reported complaint. No other complaints for this product order number were received. Based on the investigation, there is no indication of a product quality deficiency. In addition the directions for use (dfu) were reviewed. The dfu sections provide the customer with information on proper device usage. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the patient's left eye, the lens was not advancing properly. The lens was partially delivered into the eye but did not advance correctly. The doctor successfully removed and replaced the lens with another pcb00 within the same procedure. There was no injury to the patient.